Event description:
Rn was squeezing an infant heel warmer and it exploded. Then the rn tried to squeeze another heel warmer to activate it and it also exploded. Both incidents happened outside a patient's room. No patient was involved. No one was injured. Both packages were saved.